Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose. Customer's blood glucose was over 500 mg/dl. Cannula was bent. Customer treated high blood glucose with manual insulin injection. Device had alarmed insulin flow blocked alarm. Customer declined troubleshooting. Customer will not be returning the device for analysis.